Event description:
The user fell and hit her head in late 2018. The user started to experience degradation in sound quality with the device a month or two after the fall, in (B)(6) 2019. Prior to that hearing performance was stable with the exception of a slight decline in speech testing. In (B)(6) 2020 soft sound was reported with the device. The user was re-implanted on the (B)(6) 2020.